Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you explain ¿outflow around the scar¿ after 30 days? There was a flow on a scar. What was the surgeon opinion regarding absorption time of the suture? The pharmacist has informed the bq that the plastic surgeon who used this thread to close the scar (mammary and abdominal) in plastic surgery (aesthetic and reconstructive) have not experienced this type of incident (the resorption of this thread being announced at 100 days). So the obstetrics department wonders is this sutures are adapted to the closure of scar cesarean. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a caesarian procedure on (B)(6) 2018 and a suture was used. One month after the procedure the patient was examined because of an outflow around the scar. Upon examination the thread of the suture was found intact under the patient skin although the device was supposed to be resorbable. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The following additional information was obtained: a attempt to removed the thread has been performed but it was impossible to remove it. The patient is treated to a scar reopening, local wound care with gauze.